Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the user placed the patient on the nkv-330 ventilator with a fio2 setting of 100%, and the ventilator read a measured fio2 in the 80s. There was a minimal leak and adequate tidal volumes, yet the ventilator continued to alarm 'low fio2'. The patient was placed on another ventilator. There was no reported harm to the patient. No patient information will be shared. A review of the ventilator logs showed there was no 'low fio2' alarm recorded.